Event description:
It was reported that the customer experienced an elevated blood glucose of 600 mg/dl and correction bolus was delivered to address bg. Reportedly, the bolus was too big and the customer's bg subsequently decreased to 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and gave a glucagon injection via gvoke to address bg.